Event description:
It was reported that insulin pump alarmed and insulin squirted out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked display window corners, and missing end cap sticker.